Event description:
Device report 5 of 5: reference MFR report: 1627487-2011-09288, 09289, 09290, 09251.

Manufacturer narrative:
Evaluation: results: extension 'a" was returned incomplete with 14 cm of the lead body twisted in a manner consistent with twiddling. The wires tangles and broke 44cm distal to the header. The broken wires are consistent with a repetitive overstress condition the extension was subjected to while implanted. Extension "b" was returned undamaged and displayed normal device characteristics when functionally tested. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.